Event description:
The sales rep reported that during surgery, when they where supposed to insert the exeter stem, the introducer didn´t fit on to the stem. According to the reporter, the yellow plastic adapter is manufactured wrong.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding damage involving an exeter spigot protector was reported. The event was confirmed. One of the two lugs of the yellow plastic part is bent. There are marks typical of use with the instrument exeter stem introducer. Functional tests were performed by using an exeter stem introducer. It was found that, even if the spigot is bent, the instrument can fit to the spigot and the stem fit to the instrument. It is then possible to use it as expected. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to lisi. During the injection moulding process , deformation of the spigot protector was due to the stop of the machine following an alarm and a restart of production just after. Nc was raised and this was escalated to CAPA to document the root cause and corrective action of the supplier. The investigation also concluded that the packaging inspection process at lisi does not clearly state that the spigot has to be visually inspected when positioned onto the stem. As a corrective action, was updated to include 100% inspection of the spigot and updated to add the risk of nc spigot and the link with the instruction.

Event description:
The sales rep reported that during surgery, when they where supposed to insert the exeter stem, the introducer didn't fit on to the stem. According to the reporter, the yellow plastic adapter is manufactured wrong.